Manufacturer narrative:
Unique identifier (UDI)#:na.

Event description:
The customer stated on (B)(6) 2018 they had four patient samples with questionable high elecsys ft4 ii assay results from the roche diagnostics elecsys e170 modular analytics immunoassay analyzer. All of the initial results were >7.7 ng/dl and the automatic repeat results were in the normal range. The customer alleged there was no data flag on the initial erroneous result. One example was provided of an original result of >7.7 ng/dl and a repeat result on (B)(6) 2018 of 1.09 ng/dl. The erroneous results were reported outside of the laboratory. The repeat results were believed to be correct. There was no adverse event. The reagent lot number was 27035200 with an expiration date of 30-nov-2018. The field service representative could not find a cause. He checked the instrument function and all mechanical, electronic, and fluidic systems were within specifications. The customer ran calibration and qc and the results were within range. No further issues were reported.

Manufacturer narrative:
The investigation was unable to find a definitive root cause.